Event description:
It was reported that during a bph procedure, the fiber burned out and the gold portion of the fiber separated from the unit. Endoscopic forceps were inserted through the previously placed cystoscope and the broken piece was retrieved as described in the product labeling. There was no further complications reported.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.